Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for further analysis. The device did not meet baxter specifications upon arrival. Visual inspection of the device verified there was an error 38 alarm due to the force sensing resistors (fsr's) being out of range. The fsr's were replaced and the issue resolved. The device passed all tests performed per baxter procedures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented with an f38 alarm. There was no patient involvement. No additional information is available.